Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was treated in the hospital for elevated blood glucose (bg) of 1100mg/dl and vomiting. Reportedly, the patient was vomiting and discontinued insulin pump therapy because she was not eating. The patient¿s bgs reportedly elevated and she was admitted to the hospital. The patient was reportedly treated with insulin via injection and IV fluids. The reporter noted that the patient had heart damage. Troubleshooting of the pump could not be completed at the time of initial contact. Customer technical support made multiple attempts to contact the patient for troubleshooting, without success. No further information is available at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the pump history showed the pump was manually suspended on (B)(6) 2014 09:58 and manually resumed at 11:56. The basal history shows a 0.00u basal rate on (B)(6) 2014 from 19:59 until 21:04. No errors, alarms, or warnings occurred during the 24 hour testing. There were typical alarms observed in the alarm history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.